Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
During testing at the user facility, when unplugged from ac power the device shuts off without any alarm or display on the screen and not holding a battery charge. The device was returned to the biomedical department for an unspecified reason. No tracking information was provided; therefore, specific information, pump programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.